Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose level was unknown. The troubleshooting was performed and they were able to clear the alarm but unable to complete the rewind. The customer was unable to complete the rewind. The customer stated that he got an error message stating that he needs to reset the pump and he hit ok and the pump beeped a lot. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with pump error 38 during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly.